Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided: it was reported that broken spike with c180j(material number:515322) was detected as the result of sample evaluation at sag. It was related to (B)(4). Physical sample is available (but it is already returned to the manufacturing site) upon confirmation, the leakage of the anticancer drug was likely to have occurred.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: both photographs and one IV bag with a c180j spike connector were returned to bd. Visual review of the photographs shows the c180j connected to a hanging IV bag, with no visible damage observed in the images. However, upon physical inspection of the returned sample, the spike was found to be broken. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to ensure the proper assembly of the device. As the lot involved in this incident is unknown, a complaint history review cannot be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to our product or manufacturing process. It is possible that the damage occurred during disconnection of the injector or during handling and transport of the device. Complaints related to this device and the reported condition will continue to be monitored by the quality team for any emerging trends.